Event description:
"An intracept trochar was then inserted into the right l4 pedicle. Under ap and lateral x-rays, the trochar and j-stylette was positioned in the mid-vertebral body. Decision for a 15min rfa was made and executed. Attention was then turned to l5. Access through the left pedicle was made. Fluoroscopy used to place the rf probe into the correct position. A 7 minute rfa was decided and executed without complication. Attention was turned to s1. The above technique was used on the right. There was tremendous difficulty in removing the inner stylette. Once accomplished the rf probe was placed. A 15 min rfa was decided upon, but had multiple impedance issues. We elected to remove the inner j-peek canula. Once removed, it was clear that the distal inch, or so, was missing and had failed. After careful consideration, we elected to stop the case. The s1 level was incompletely treated."